Event description:
Resident performed thoracentesis and when he grasped and pulled the needle, the catheter did not follow the needle. Catheter is inside of pt and pt has too many risks to undergo general surgery to remove the catheter. Small crack sen in white tubing distal to needle on the actual kit related to this event. I opened up another kit and saw a bigger "crack" in the same area. Second kit has needle guard, which does not easily close. Dates of use: 2009 - 10 minutes. Diagnosis or reason for use: moderate to severe bilateral pleural effusion left > right respiratory difficulty.